Manufacturer narrative:
A review of the polaris spectra system control unit (scu) and positioning sensor unit (psu) hardware logs noted a 'bump' within the hardware's history. It was recommended to replace the camera.

Manufacturer narrative:
Review of the software logs by technical services was unable to determine a definitive root cause of inaccuracy. The images followed proper imaging protocol. The most likely cause was that tracer registration pattern technique by the user could have been improved and recommendations were provided to account team. The account team verified that system accuracy was after registration on rigid anatomical landmarks. The surgeon confirmed that the system was accurate using rigid unique patient anatomy after tracer registration and going sterile. This same anatomy was used to check accuracy later in the case, and these locations were no longer accurate. The inaccuracy occurred throughout the entire scan volume (both surface and internal anatomy). The system inaccuracy as identified 1-2 hours into the surgery. Or lights were turned off and the instruments did not have any intermediate tracking issues at any time throughout the procedure. The account team was unable to replicate the behavior. The system appears accurate throughout the demo lee volume for hours after tracer pattern performed and in navigation screen. With the same surgeon, or, and instruments, a demo unit was navigated accurately using optical navigation. The account team completed onsite training with hospital staff regarding proper use of axiem and optical navigation equipment. The software investigation found that the reported event was unrelated to a software issue. Per the reported details, poor tracer pattern was performed by the user. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the psu failed accuracy testing. However, medtronic personnel found that the accuracy testing was unrelated to the reported issue. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
On 07/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's neurosurgeon alleged an inaccuracy. The surgeon noted more than 5 millimeters of inaccuracy while he performed the resection of a cavernoma located at the brain stem. Optical navigation with tracer registration was used. The surgery was not suspended. Patient did not suffer any harm. The error measured at the coronal and sagittal views at the beginning of the procedure. When the surgeon was pointed at the cavernoma with the scope probe, the navigation system marked another place. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacturing date now provided. The returned positioning sensor unit (psu) as reported on MDR follow-up 3 found that the accuracy testing was unrelated to the reported issue. However, the part did have an electrical failure as it failed diagnostic testing. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: a medtronic representative has since visited the site and performed a training for the site on proper tracer registration techniques. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The software investigation found that the reported issue is suspected due to poor tracer registration techniques.